Event description:
It was reported that on (B)(6) 2025 "during preparation before use, when a control syringe was attached to the manifold, it did not lock and came off as soon as the syringe was rotated."

Manufacturer narrative:
It was reported that on (B)(6) 2025 "during preparation before use, when a control syringe was attached to the manifold, it did not lock and came off as soon as the syringe was rotated." The customer reported that the syringe was not used on a patient. The customer did not report any serious injury or medical intervention as a result of the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.